Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the coil broke in the microcatheter when trying to replace it. No injury to the patient.

Event description:
See h10.

Manufacturer narrative:
The investigation found the pusher returned without the implant attached and exhibited a kink at the distal section and at the proximal connector. The implant was returned separated from the pusher, which is consistent with the alleged product issue. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but this condition is consistent with the device experiencing forces exceeding the pusher's yield strength. -